Manufacturer narrative:
For this event, fse performed troubleshooting with the customer and instructed the customer to perform a decontamination procedure. The error messages were resolved. No further action was required by field service.

Event description:
This report summarizes 1 malfunction event on the aia-900 analyzer. The review of events indicated that the aia-900 analyzer experienced control recovery messages, which caused delayed reporting of critical patient results. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.